Event description:
It was reported that the device was used during a diagnostic laparoscopy. It was reported by the rep that the stapler would not release tissue. Pulled another atw35, and it finally released the other one from the tissue. There was no consequence to the pt.